Manufacturer narrative:
It was reported that during procedure the tip of the dilator was damaged when the user was advancing the transseptal sheath. Also reported that there was difficulty advancing the delivery sheath through the patient. A returned device assessment could not be performed as the device was not returned for analysis. One image from field appeared to show that the tip of dilator was torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the findings, the issue appears to be related to a potential product quality issue; therefore, exception issue was initiated to further investigate this complaint. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing with contributing causes of pebax material absorbing moisture and without sufficient drying steps prior to extrusion/shaping via heat, where the moisture could off gas and cause material voids, leading to structural weaknesses, leading to the potential for tearing during use when sufficient force is applied.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 14f amplatzer amulet delivery sheath was chosen for a procedure. The device was prepared as per instructions of use (IFU). During procedure, when the physician tried to advance the delivery system femoral into the patient via super stiff guide wire, it was noted that the tip of the dilator was split. A new 14f amplatzer amulet delivery sheath was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.